Event description:
It was reported that the user received an enter bg¿dosing stops soon notification after replacing a dexcom g6 continuous glucose monitor (cgm) sensor and transmitter without pairing the new transmitter, leading to cgm not paired and dosing-stop warnings. No adverse clinical symptoms and no changes in blood glucose were reported. Outcomes included user education on correct transmitter pairing, confirmation of the transmitter serial number and sensor code on the ilet, and communication of pairing and warmup times. User support included customer interview, device use review, and troubleshooting steps with education. Investigation of this case revealed user setup error related to incorrect or incomplete transmitter pairing, with no device malfunction identified. It was concluded, based on previously established findings for similar reports, that the cause was user not following instructions for use during transmitter pairing.